Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the associated accessories were not returned to zoll for evaluation as part of this investigation. The device's auto-calibration valve was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "run-time calibration failure- 1051" error message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.